Manufacturer narrative:
It is unclear what role, if any, the lava ultimate played in these reported events. The prior tooth history of fracture and repeated abscesses may have played a role in the reported treatments.

Event description:
On (B)(6) 2016, a dental professional reported the case of a female patient (age not specified) who required endodontic treatment on tooth #13. This tooth had received a lava ultimate cad/cam restorative for e4d restoration on (B)(6) 2015 to treat a broken tooth. On (B)(6) 2016, the patient was in pain and an abscess was noted at what was termed "above #13." On (B)(6) 2016, root canal therapy was performed through the lava ultimate restoration. On (B)(6) 2016, an abscess (location not specified) was noted; on (B)(6) 2016, an apicoectomy was performed. Currently, the patient is reported to have healed and the lava ultimate restoration remains on the tooth.